Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, fluid inlet occlusion alarms occurred. It was determined that the patient was connected to the extracorporeal blood circuit while the cycler was still completing the priming of the cartridge. Attempts were made to restart the treatment correctly; however, low venous pressure alarms occurred indicating clotting of the extracorporeal blood circuit had occurred. Treatment was discontinued and the circuit was discarded resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to operator error. The user's guide includes adequate instructions for priming of the cartridge and initiating treatment with proper patient connections. The cycler alarmed appropriately to clotting of the circuit. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Facility staff were notified of the event. Nxstage medical considers this report closed. No additional information will be provided.